Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Correction to h10: (device evaluation) information was inadvertently not included on the initial medwatch. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance. We could not determine, the cause of the phenomenon, based on the investigation result. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This medical device report was being submitted to capture the customer reported issue along with the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3: date received by manufacturer for the initial medwatch was may 24, 2023 and not jun 9, 2023.

Event description:
The customer reported to olympus, the video system center¿s main machine processor failed, there was no signal output. The issue was found during reprocessing. Inspection and testing of the returned device found the issue was not confirmed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.